Event description:
It was reported that upper half of the screen had lines through it. The device evaluation revealed a damaged dso seal. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. There was damage found to the lcd and dso seal. These were replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.